Event description:
Pump did not alarm to indicate an occlusion was present when a kink in the tubing did not allow for infusion of the scheduled meds. The incident was reported by the nurse as she discovered the previous bag was still full; the machine indicated 72cc had been infused, while the pt had not received any medication. This info is provided to indicate potential product design problem.